Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565 zimmer.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565 zimmer.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 110017102 ¿ g7 shell ¿ 6756860. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the trilogy screw went all the way through the screw hole on the g7 shell. There was no reported harm or injury to the patient and the device remains implanted. Attempts have been made and additional information on the reported event is unavailable at this time.